Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for normal device change. Upon review, the right atrial lead exhibited high threshold. The lead was programmed off. The physician decided to not replace the lead. The patient was stable.